Manufacturer narrative:
Covidien technical support advised biomed to reset defaults on the sedecal generator as the sys was set to rad only. Biomed did this but still no fluoro. Next step was to have biomed reset the gim box, table, p1 and reboot sedecal once room was cleared. Biomed will try to call back if needed. Tech support f/u: biomed said that after changing the sedecal configuration to rad/fluoro and rebooting the complete sys the issue was resolved. Sys is now fully functional.

Event description:
On (B)(6): customer reported loss fo fluoro during a procedure to covidien svc technical support. Multiple attempts to contact customer for info have been unsuccessful. If new info is received this report will be updated.